Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the returned battery cap was used to the complete the investigation; the battery cap secured tightly to the pump. Investigation revealed contamination found under the contrast key contact. There was no damage found to the keypad; however the keypad buttons were unable to be tested due to an unrelated blank screen issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed contamination found under the contrast key contact. There was no damage found to the keypad; however the keypad buttons were unable to be tested due to an unrelated blank screen issue. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 02/02/2015.